Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: shut off mid case. [Update - the procedure was completed when the unit powered back on. It was a full loss of image and the unit powered back on its own.]. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes can be attributed to a software issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.